Event description:
Pt was the second case for phaco cataract extraction using the irrigation and aspiration module. The first case was completed without incident. During the phacoemulsification phase, after three parts of the fracture were made, and while beginning on the fourth arm of the fracture, some instantaneous corneal whitening was noted. Phacoemulsification was immediately stopped and the phaco tip removed from the eye. The lines were checked and it appeared that irrigation was normal through the instrument. Having no other recourse at that point, since the phacoemulsification had already began and there was a small pupil, the tip was placed back in the eye and the remainder of the nucleus was phacoemulsified without complication. A scleral patch was performed on the pt. The physician suspected that a reduced irrigation flow through the handpiece was the cause of the overheating.